Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned with no reported event. As received, a partial lead was returned for analysis. Visual analysis found insulation degradation at 4.5 and 4.6 cm from the connector pin. All other damages were sustained during the procedure.